Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that a partial lead was returned. An internal insulation abrasion was noted at 5.8 cm to 7.0 cm from the distal tip which exposed the re cable. Another abrasion was noted at 4.5 cm from the distal tip. (B)(4).

Event description:
This report if to advise of an event observed during analysis.